Event description:
The customer reported being hospitalized for high blood glucose of over 700 mg/dl. The customer stated that she attempted to change the set, site location, and insulin to resolve the high glucose. The customer stated that she did not treat her blood glucose with manual injections during this time. Troubleshooting was performed. All the settings were correct. The doctor requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.